Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. The lead was capped and replaced during a device replacement procedure. The patient was doing well post operation.